Event description:
The pt rec'd her scs sys, including an ipg, on (B)(6) 2010. It was reported, the ipg is exhibiting battery passivation. The pt's health care professional was able to reset the ipg, clearing the passivation indicator. The device remains in use. No pt complications were reported as a result of this event.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.